Manufacturer narrative:
Investigation summary: no product was received by medtronic. The customer reported difficulty advancing the needle. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will reopen this investigation. The investigation could not determine the root cause of the event. The sample was not returned and no failure mode was identified. No corrective action is required. Trending is performed per local procedure. No DHR performed: as no lot / serial number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots from production. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic medical affairs physician was informed by a physician who attended the "(B)(6) live eus" course/conference, that a medtronic device did not function as expected by the user. The medtronic physician reached out to the individual who stated the problems with the medtronic device in an attempt to gather more information. According to the user, the difficulty advancing only occurred while obtaining tissue samples of a pancreatic head lesion, and the scope was "turned or torqued". The user reports a sub-mucosal hematoma on the third pass. The physician noted the entire posterior wall was edematous and swollen with purple discoloration of the hematoma. The lumen was narrowed by 50%, and the patient was admitted with antibiotics treatment. Furthermore, the physician monitored the patient and his cbc for 2 days. Since the patient was stable, the treating physician discharged them. Home. No imaging was done.